Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a sample ID for a patient sample was associated with the incorrect patient name and tests when processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that the sample ID for a patient sample was associated with the incorrect patient name and tests when processed on a vitros 5600 integrated system. The assignable cause of the event was determined to be user error. The vitros 5600 system was operating as intended. The customer reused a sample ID without ensuring the previously programmed sample ID was processed to completion or deleted prior to reuse. The customer identified the discrepancy and no erroneous results were reported.